Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the lack of stimulation was not determined. However, the lack of stimulation and shocking sensation were resolved and the patient noted that there was too much stimulation.

Event description:
Information was received from a family member of the patient and the patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were experiencing a shocking sensation. The patient stated that they made adjustments to their implant two weeks prior to report and the week prior to report. The patient¿s sister then noted that she came over and made the adjustments for the patient. It was indicated that the stimulation was increased from 3.2 v to 3.6 v and it was like getting shocked. The patient reported that they felt the shocking in their groin and noted that stimulation was turned back down to 3.2 v two or three days later, but they were still experiencing the shocking at 3.2 v. It was noted that the patient was increasing stimulation because they couldn¿t really feel stimulation and because the patient thought it might help them more if it was turned up. The patient¿s sister stated that the patient was having pretty good results from using the implantable neurostimulator (ins) and noted that they number of times the patient was going to the bathroom had decreased. The patient¿s sister stated that the patient was only getting up twice a night now and that they used to get up 6 times per night. The patient¿s sister noted that the patient had some discomfort at 3.2 v and was advised to decrease stimulation if it was uncomfortable for the patient. It was recommended to have the patient follow up with a healthcare professional (hcp) to have the ins interrogated in regards to the patient feeling shocking. No further complications were reported or were expected.